Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of cap survey organism candida famata as candida zeylanoides in association with the vitek® 2 yeast (yst) identification (ID) test kit. Repeat testing following receipt of the expected result from cap provided the same identification of candida zeylanoides. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey sample. Internal biomérieux investigation was conducted. The reconstituted sample was subcultured and yst ID testing included two (2) cards from the customer's yst ID lot and five (5) cards from three random lots after 24 and 48 hour incubation of day two subcultures. The api® 20c aux was also tested as an alternate method. All yst cards tested resulted in low discrimination calls of candida lipolytica/candida famata/candida sake/candida zeylanoides after analysis times of 18 hours. The isolate tested on api® 20c aux gave good identification of candida famata. While the low discrimination identification is an acceptable result, review of the this data against the expected reactions for candida famata demonstrated 20 atypical negative reactions. Review of the raw test data submitted by the customer against the expected reactions for candida famata demonstrated 18 atypical negative reactions. It's possible that the environment of the card and shorter vitek® 2 incubation time, compared to other phenotypic methods (e.g. Api 20c aux), does not provide the optimal environment for this strain. The investigation concluded the cap survey organism is an atypical strain for vitek® 2 testing and that the vitek® 2 yeast (yst) identification (ID) test kit is performing as intended.